Event description:
Consumer awoke to the smell of smoke. Upon investigation, they found a heating pad in the "off" position had caught fire and damaged a couch. No injuries were reported with this incident.

Manufacturer narrative:
This pad was left plugged in and unattended, and was severely bunched, which are all violations of the instructions and warnings provided. No injuries were reported. This incident is direct result of misuse/ abuse of the product.